Manufacturer narrative:
The device was not returned for eval. The device did not malfunction and the device worked properly during surgery. The pt is doing well and continues to be asymptomatic. Additionally, dvt is a known side affect for surgical procedures in the peripheral venous system.

Event description:
On (B)(6) 2011, the device was used during a venous ablation procedure on the great saphenous vein. At the first post procedure f/u, venous duplex ultrasound examination ((B)(6) 2011), showed dvt involving cfv arixtra started. The pt was asymptomatic. The pt was prescribed coumadin and a compression stocking ((B)(6) 2011). F/u ultrasound scheduled in one month.